Event description:
A (B)(6) male pt, contacted zoll customer support to report that his device was giving off alarms to add gel and replace belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel, replace belt messages) has been confirmed. Upon eval, the rear 2 wire therapy electrode portion of the electrode belt cable was pulled from the strain relief at the distribution node. The cause for the damaged cable cannot be positively determined, but was likely the result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.